Manufacturer narrative:
MFR#: reference: (B)(4). Please reference report 2032546-2024-00147 for the report of allergic reaction and decreased/impaired vision in the left eye (os) associated with device two (2) of two (2).

Event description:
Through follow-up, the following additional information was received from the patient. Per report, allergy testing confirmed a severe nickel allergy, and the patient is now being monitored by a retinal specialist for "fluid behind her eye" related to macular edema, which was diagnosed prior to stent placement. Reportedly, the patient has sustained decreased vision, denies any associated pain, and has experienced frustration. The report noted that the patient is scheduled for a follow-up visit to review allergy test results and treatment options. This report references the report of an allergic reaction and decreased/impaired vision in the right eye (od) associated with device one (1) of two (2).

Manufacturer narrative:
Additional information: b3: event date based on report details. The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling, including the risk analysis, was completed. Allergic reaction and decreased/impaired vision are identified as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (allergic reaction and decreased/impaired vision) are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported events could not be conclusively identified. However, the report suggests the event is related to the patient's metal allergy. MFR# reference: (B)(4). Please reference report 2032546-2024-00147 for the report of allergic reaction and decreased/impaired vision in the left eye (os) associated with device two (2) of two (2).

Event description:
The following was reported through a patient inquiry regarding the stent material. Reportedly following bilateral trabecular microbypass stent system procedures (ou), a patient with a "metal allergy" experienced a postoperative reaction which included difficulty breathing, swelling, and itching. Through follow-up, the following additional information was received. Per report, the symptoms began approximately two (2) weeks following the implantation of two (2) stents in the right eye (od), and worsened with the subsequent implantation of two (2) stents in the left eye (os). The patient reiterated current symptoms of stinging, itching, swelling, difficulty with deep breathing, and sores in the mouth. Additionally per report, the patient is experiencing "worsened blurred vision" and is "unable to read without reading glasses". Per report, the patient continues glaucoma medication, and was referred to an allergy specialist. This report references the report of an allergic reaction and decreased/impaired vision in the right eye (od) associated with device one (1) of two (2).